Manufacturer narrative:
H3: product analysis: part# 2342306m lot# ct23j007 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a spinal decompression and fusion procedure with placement of pedicle screws in a patient diagnosed with spinal stenosis. It was reported that the screwdriver tip sheared off due to very hard patient bone. The driver was under a lot of torque and snapped. The tip of the thoracic probe to remove the broken piece of the screwdriver. As a result, the probe tip got bent. The broken piece of screwdriver was removed and discarded. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.